Event description:
It was reported that a user switched from a dexcom g7 to a libre 3 plus and the ilet displayed ¿dosing stopped connect cgm or enter bg¿ because the new sensor had not been scanned and paired; after coaching, the user performed a fingerstick and manually entered the blood glucose to resume dosing, then successfully scanned and paired the libre sensor and began the warm-up period. Symptoms included no adverse clinical effects, with a fingerstick blood glucose of 139 mg/dl. Outcomes included temporary dosing suspension with subsequent restoration of dosing once a manual blood glucose was entered and the cgm pairing and warm-up were initiated, and continued operation in bg run mode for the remaining time. Investigation included customer support troubleshooting and user education on proper cgm pairing and warm-up expectations. Investigation of this case revealed user setup error in not scanning the libre sensor prior to use and correct device behavior indicating dosing suspension pending cgm connection or manual entry. It was concluded that the device functioned as designed and that the event was resolved through user instruction without injury or escalation.